Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 600 mg/dl to 926 mg/dl and diabetic ketoacidosis, and vomiting. The customer alleged that the pump was not delivering insulin properly; however this could not be confirmed as customer declined a system check with tandem technical support (cts). The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, and saline. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. Multiple attempts were made by cts for customer to upload the pump's data for review; however no response was received.